Event description:
During a laparoscopic gastric bypass procedure, the device cut but did not fire any staples into the tissue. The contents of the jejunum spilled into the abdominal cavity and extensive bleeding resulted. The procedure was completed by hand sewing. The o.r. Time was extended by one hour and forty minutes. The pt stayed an extra day in the hosp. The pt had a follow up appointment and is now doing fine.